Event description:
Procedure type: hysterectomy. According to the reporter: the hand piece was next to the patient during the case, which caused the patient to get burned on her abdomen.

Manufacturer narrative:
(B)(4).